Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Changed set 2-days prior to hospitalization. Troubleshooting performed and pump appeared to be programmed properly and no abnormalities observed. Customer's dr assisted in troubleshooting and found scar tissue and sore areas at abdomen areas.